Event description:
The customer reported having leaks and not getting the correct amount of insulin. He also stated that the blood glucose readings were different from the sensor readings. The customer went to see his doctor and wanted to take him off the insulin pump for three months. The caller mentioned that he has been taking twice as much insulin to get his sugars down. The caller stated that his glucose level has been high. Troubleshooting was declined as customer got a button error alarm. The customer also reported that the clip broke off and was coming out off the device. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime and the excessive no delivery test. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly, bolus anomaly or button error alarm noted. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The test blood glucose value listed in the sensor graph. The insulin pump communicated properly with the test blood glucose meter. The blood glucose value on the meter was displayed on the insulin pump screen. No button error alarm noted. Insulin pump had a cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The insulin pump received without the belt clip. No moisture damage noted on electronic assembly or motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-85343.